Manufacturer narrative:
Date of event: 3-4 to maybe 5 months ago.

Event description:
Information received from the patient reported that once they turn the stimulation from the implantable neurostimulator (ins) off they could still feel the stimulation up to 12 hours. The issue started 3-4 maybe 5 months ago. The patient stated that it was getting worse. No falls or trauma were reported related to the issue. Also, the patient reported they had no medical testing or emi environmental exposure. The patient had an appointment on (B)(6) 2016. The indications for use for the implanted device were noted as degenerative disc disease and other pain indications - other.

Event description:
Follow up information received from the patient reported that there were no circumstances that led to feeling the stimulation sensation up to 12 hours after turning it off and noted they were active both before and after. As a step to resolve the issue "something was corrected". However, the stimulator continued to vibrated after turning it off after activity ("walking, golfing, etc.") And longer rides in the car or airplane (longer than 2 hours). The patient stated that if also starts itself under these conditions even though the "reader" says it's off (no "bolt of lightning"). The patient was going to contact the manufacturer for another appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient let the battery die, but they continued to feel stimulation in their body whenever they are stressed by something. The hcp said that was not possible. It does nothing to relieve the back/leg pain. The patient said when it gets intense, he can feel it all over his body and feels it could interfere with their heart. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.